Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 309402. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 13762666. UDI: (B)(4).

Event description:
It was reported patient had difficulty charging the implantable pulse generator (ipg), needs to charge the ipg more often and having difficulty communicating with remote. The patient also experienced overstimulation and was not able to get enough pain relief. The patients lead also had high impedances. The patient underwent a spinal cord stimulator (scs) where in whole system were replaced and was doing well post operatively. The explanted device will not be return.